Event description:
It was reported that insulin continues to drip during manual prime before the piston is reached the reservoir. Customer saw gap between the piston and reservoir. Blood glucose value was 389 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.